Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant low results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 4000 c (311) stand alone system. The initial na result was 87 mmol/l, the initial k result was 2.94 mmol/l and the initial cl result was 63.0 mmol/l. These results were reported outside of the laboratory where the doctor requested the patient be re-drawn. A new sample was obtained and the na result was 139 mmol/l, the k result was 4.60 mmol/l and the cl result was 108.6 mmol/l. The customer then repeated the original sample and the na result was 140 mmol/l, the k result was 4.78 mmol/l and the cl result was 109.0 mmol/l. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and did not identify an issue. The fse checked the system, cleaned the sample probe and checked the ise cartridges and sipper probe. An ise check x15 was performed along with precision testing. Calibration and qc were acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. The malfunction is consistent with mis-sampling of the patient sample caused by poor sample quality due to improper pre-analytical sample handling.